Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a coronary interventional procedure. Reportedly, when the device was removed from the patient's anatomy, the clip was on the end of the device. There was no difficulty advancing the thumb advancer. After the device was removed from the patient's anatomy the technician removed the clip from the end of the device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the deployed clip being captured on the distal end of the device was not confirmed. Based on visual and functional testing of the returned device there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event and a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.